Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that a rotator cuff repair that the tip of the customer's expressew iii needle broke off inside the patient. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep reported that the tip broke off in the middle of the procedure after the surgeon had partially repaired the cuff. The sales rep reported that the tip was lodged within the cuff that had already been repaired. The tip was not retrieved. No x-rays were performed. The sales rep was not present and could not report how many times the gun was fired or how many anchors were implanted.